Event description:
I have allergan natrelle silicone smooth style #20 implants put in on 01/15/2015 by dr (B)(6). Within months, I started having joint pain in hips. About 5 months after implants I was tested for ra, test came back normal, then exercise induced asthma. I have progressively become worse, constant sinusitis, nose sores, burning and dry mouth, joint and muscle pain, vertigo; headaches and now in hosp (B)(6). They can't figure out why I'm having trouble breathing and dizziness / vertigo with chest pain. Found through CT my thymus gland is enlarged. Since my release I've tested positive for lupus, retested then negative, now tested positive for sjogrens. My symptoms all over pain in muscles, joint pain, vertigo, shortness of breath, left eye weepy, extreme fatigue, right breast burning under arm, constant sinus / sores, tongue gets dry, burning feeling migraine / headaches, heartburn, alcohol intolerance, heart palpitations, light sensitivity. FDA safety report ID# (B)(4).